Event description:
It was reported that the device was used during a laparoscopic oophorectomy. It was reported by the rep that the atw35 instrument was fired out and cut the tissue, but no staples were present in the reload. The surgeon reloaded the atw35 and finished the case without incident. There was no pt consequence.